Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported pump is not delivering insulin properly. Customer stated for over 1 week, his blood glucose was elevated in the 200s mg/dl. Customer reported changing all accessories and bolusing; without success. Customer stated he switched to backup pump and blood glucose returned to normal. No adverse event. Requested return of the alleged device for evaluation.